Event description:
On (B)(6) 2019, patient underwent an open reduction internal fixation of left proximal subtrochanteric femur fracture. The fracture was reduced under direct a dcs 95 degrees plate from the synthes systems, was applied the length of the lag screw was 75 mm, the plate was a 9 hole plate screws were inserted appropriately. Ap and lateral x-ray showed satisfactory position plate screws and fracture reduction. The bone clamps to reduce the fracture were documented as stable. The screws were 4.5 screws and there was a 6.5 millimeters screw in the proximal femur for ¿derotation¿. There were no complications during procedure. Patient reported to her physician that, a week prior to (B)(6), she was climbing stairs when she had a sudden onset of pain and that pain had progressed since then. X-rays of left femur and x-rays 2 views of left hip that were done on (B)(6) revealed that the plate that had been implanted on (B)(6) was fractured. On (B)(6) 2020, the (B)(6)-year-old patient had an antegrade intramedullary nailing left femur and removed of broken plate screws that had been implanted on (B)(6) 2019. Patient tolerated procedure well. FDA safety report ID # (B)(4).